Manufacturer narrative:
An sc-2408-56 (sn: (B)(4)) device evaluation indicated that the reason for return was unknown at the time of this investigation. The shield/insulation of the avista MRI perc lead was frayed at 14 cm from the tip of the distal end, but no cables were exposed. Continuity check and x-ray inspection found no other damages. The damage was consistent with the damages to a lead when the orientation of the insertion needle's bevel is facing down or the angle of the insertion needle is greater than 45º. The source of the device damage was considered the procedure related.

Event description:
A report was received that a lead was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the return was lead came unraveled. It was during a perm implant procedure.

Event description:
A report was received that a lead was returned for an unknown reason.